Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported that there was moisture in the ir window and there was a battery life issue in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 25-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 17-apr-2018 with the following findings: during investigation, the battery compartment was cracked at the threads on the side. The returned battery cap was undamaged and able to fit. Evidence of moisture corrosion was observed in the battery canister, with a leak in the battery compartment. The pump alarmed with a call service 128 alarm upon the first rewind attempt. The pump cover was removed to find further moisture corrosion to the pcb.